Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate shock. The patient was hospitalized. A review of the device data by boston scientific technical services (ts) showed that the single shock was likely a result of supraventricular tachycardia (svt). The physician discussed device options for mitigating future shocks as the patient's rates had variable morphology as well as very high rates, in excess of 250bpm. The patient received anti arrhythmic medication prior to discharge. The patient had not presented any further arrhythmias at the time of discharge. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate shock. The patient was hospitalized. A review of the device data by boston scientific technical services (ts) showed that the single shock was likely a result of supraventricular tachycardia (svt). The physician discussed device options for mitigating future shocks as the patient's rates had variable morphology as well as very high rates, in excess of 250bpm. The patient received anti arrhythmic medication prior to discharge. The patient had not presented any further arrhythmias at the time of discharge. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h6: impact codes to include an additional code not previously included.